Manufacturer narrative:
No implants were made available for review; however review of the x-ray provided confirms the t7 set screw has disassociated from the construct. A revision surgery has not been scheduled at this time. The surgeon will continue to monitor the patient for any indications prompting surgical intervention. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A (B)(6) year-old patient underwent spinal surgery consisting of seaspine's mariner pedicle screw system on (B)(6) 2019. On (B)(6) 2020, seaspine was made aware of a revision surgery that occurred (B)(6) 2020 to reinstrument the construct from t1-t7 as a result of the patient experiencing pain due to progressive cervical thoracic kyphotic deformity. Three weeks post-revision, it was discovered that the t7 set screw came loose from the construct.